Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The cause was assigned to a faulty printed circuit board.

Event description:
A user facility reported to olympus that there was no signal from the processor to the scope. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the event was an accidental component failure of the ap board or dr board due to deterioration associated with long term use and resulting in disruption of the endoscopic image.